Event description:
A male underwent initial aaa repair in 2007. The physician placed one main body and two iliac leg grafts. It is unknown at this time (although multiple attempts have been made to gain additional information) the exact product issue, but a possible kink is suspected. In 2009, the physician placed two flex legs and it is reported that he put the patient on lydix. It is reported that the patient expired, but cause of death or date is unknown. No additional information is available at this time.

Manufacturer narrative:
Date of death unknown as not provided by reporter. The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. A cook representative did speak with the using physician. However, no additional detail was obtained as the physician could not recall this specific case at the time of the phone call. At this time there is no evidence to suggest the device was not manufactured to specification and we are unable to determine the root cause of the issue. However, we have notified the appropriate individuals, and we will continue to monitor for similar events.